Event description:
It was reported that there was over-sensed noise and insulation damage noted on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable.